Manufacturer narrative:
The exposed soft cannula for the received pod was found to be kinked near the distal tip. It could not be conclusively determined when this damage to soft cannula occurred. Blood residue was observed along the exposed soft cannula and on the adhesive pad of the received pod. No damages or defects were found on the formed needle and bottom housing that would cause bleeding at the infusion site. The actual cause of the reported bleeding could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical event and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient was lost consciousness due to high blood glucose (bg) levels of 32.7 mmol/l (588.6 mg/dl) while wearing the pod on the arm between 4 and 24 hours. The patient's wife tried correcting the bg levels with an insulin injection but they did not decrease. The ambulance was called to the house and another manual insulin injection using a pen was administered as treatment regaining consciousness. The cannula was found to be bent after removal.